Event description:
3/17/2000: add'l comments were received from the physician. Dr. Stated that the lens was removed only because of decentration and there was no other problem with the iol. Dr did not consider this to be an implant (lens) problem, as much as a healing problem (capsular opacification). No further info is expected. No investigation was done on the returned iol.

Event description:
Lens decentered requiring explantation [lens dislocation]. Case description: spontaneous report (2000008076us). Had a ceeon intraocular lens 920/20.5 diopter implanted in 1999 into left eye. In 1999, lens was explanted due to lens becoming decentered in the eye. Pt had become pseudophakic. Pt had another lens implanted. No further info was provided.